Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Block h11: investiagation results: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to retrieve the device; however, the device was disposed of by the explanting provider. It was confirmed that the device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use confirmed that there was relevant content and sufficient guidance related to the circumstances described in this complaint. No updates to the instructions for use are required as a result of this event. A risk review was completed and confirmed that the event type of migration is defined in the product risk documentation. This event type has been accounted for during analysis to support an acceptable risk benefit profile of the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) informed the physician of experiencing a fall and was subsequently sent for x ray imaging. Imaging findings indicated lead migration. Reprogramming was recommended by the physician to accommodate the migrated lead; however, these attempts were unsuccessful. The physician elected to proceed with lead revision surgery. The lead was explanted, and a new lead was implanted on the contralateral side. No patient complications were reported.